Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The caller reported the customer's blood glucose was 400 mg/dl. The caller stated the alarm had been recurring intermittently for the past five months. The caller stated the customer has not tried all remedies for the no delivery alarm. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.